Event description:
It was reported that the pump had a malfunction that was life threatening to the customer. No additional event or patient information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.